Event description:
It was reported that damage to the pump housing caused difficulty in removing the cartridge, which resulted in a blood glucose (bg) level of 20.4 mmol/l. The customer sought medical attention and visited the emergency room (ER) where they received insulin which successfully resolved the bg. The customer was released from the ER 10 hours later.